Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had an infection and could not go to the bathroom. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.